Event description:
It was reported the pt was feeling a burning sensation at the ipg pocket site. The pt turned off the stimulation for a few days, but the issue persisted. The sjm representative met with the pt and reprogrammed the system. It was reported the issue persisted. The next course of action was not determined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.